Event description:
It was reported that the patient was having issues with atrial pacing that was being sensed as ventricular fibrillation (vf)/ventricular tachycardia (vt). Atrial sensing was intermittently causing the issue which could be the distal coil being near the valve. Boston scientific technical services (ts) recommended to obtain an xray to see if this right ventricular (rv) lead was pulled back. Additional information obtained from the field which indicated that the lead exhibited high pacing threshold measurements, oversensing which led to pacing inhibition. Thresholds and impedance changed as well as cross talk on the lead. The lead was explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that this lead was discarded by the hospital after explant and will not be returned. It was reported that the product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the lead insulation that were felt to be consistent with potential damage related to the explant procedure. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The lead was electrically continuous, however, the lead did not pass pressure testing due to the cuts in the insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was having issues with atrial pacing that was being sensed as ventricular fibrillation (vf)/ventricular tachycardia (vt). Atrial sensing was intermittently causing the issue which could be the distal coil being near the valve. Boston scientific technical services (ts) recommended to obtain an xray to see if this right ventricular (rv) lead was pulled back. Additional information obtained from the field which indicated that the lead exhibited high pacing threshold measurements, oversensing which led to pacing inhibition. Thresholds and impedance changed as well as cross talk on the lead. The lead was explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that this lead was discarded by the hospital after explant and will not be returned. It was reported that the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this lead was discarded by the hospital after explant and will not be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the patient was having issues with atrial pacing that was being sensed as ventricular fibrillation (vf)/ventricular tachycardia (vt). Atrial sensing was intermittently causing the issue which could be the distal coil being near the valve. Boston scientific technical services (ts) recommended to obtain an xray to see if this right ventricular (rv) lead was pulled back. Additional information obtained from the field which indicated that the lead exhibited high pacing threshold measurements, oversensing which led to pacing inhibition. Thresholds and impedance changed as well as cross talk on the lead. The lead was explanted. No additional adverse patient effects were reported.